Manufacturer narrative:
Manufacturer completed the entire form. The device is currently being evaluated; the manufacturer will file f/u report detailing the results of the evaluation once it is completed.

Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.